Event description:
It was reported that during an implant attempt, the right ventricular lead was connected to the new implantable cardioverter defibrillator (ICD) but the system was not able to stimulate effectively. The sensing was within normal limits (wnl) but the ventricular pace of the device showed no stimulated qrs complex. The lead was checked through the analyzer and the measurements were wnl. It was also noted that the output of the device did not provoke a contraction. Increasing the output to 8v@1.0ms still did not work. A different ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).